Event description:
Patient became unstable, clinicians checked trach tube and could not get it positioned again in the proper manner (felt the balloon was not inflated properly). Extubated patient and replaced trach tube.